Manufacturer narrative:
(B)(4). Conclusion: the analysis results found that the er320 device was received in good visual condition. In addition, a bag with three malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the clips malformed? Yes. Did the clips not hold on tissue? Yes. How was the procedure completed? With same devices (they use more clips than expected).

Event description:
It was reported that during an unknown procedure, the clips didn't close again. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.